Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced fever and was admitted to the hospital. The pt's last refill session was on (B)(6) 2010. A confirmed motor stall was noted in the event logs on (B)(6) 2011 at 0315 with no motor stall recovery recorded. A tube set error message occurred 48 hours after the stall. The medication being delivered via the device sys was dilaudid. Additional info has been requested. A f/u report will be sent if additional info becomes available.